Manufacturer narrative:
The customer switched from the primary to the secondary server to resolve the issue. This is a customer supplied clinical network . .

Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported central monitoring loss hospital wide. The device was in use monitoring patients. There was no report of patient or user harm.